Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found it to have a cracked housing. Upon review of the event history log of the pump, no evidence of the reported customer complaint was found. Device underwent functional testing; confirming the reported customer complaint. Pump displayed error code 1310, which was then cleared. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code lec1310. No adverse effects were reported.